Event description:
Patient with 16 fr temp sensing catheter placed [date and time redacted]. On [date and time redacted], leaking noted from top of collection bag. Catheter removed and new catheter placed. 119216m, ngjra1841, 16fr lubrisil temp sensing.